Event description:
Patient implanted in nasolabial folds, upper/lower vermilion borders 11/26/1997. Onset of bruise, infection, implant extrusion and edema 11/26/1997 in perioral. On 12/22/1997 patient revised and treated with keflex. On 01/13/1998 patient revised and treated with kenalog. Patient treated with kenalog 02/12/1998. On 02/23/1998 patient revised and treated with augmentin. Patient treated with augmentin on 03/02/1998. On 03/27/1998 implant explanted. Patient treated with cipro on 04/20/1998 and 05/12/1998, explantation on 06/12/1998.